Event description:
On (B)(4) 21023, it was reported that high impedance was seen in system and normal mode diagnostics. Follow-up showed that high impedance was first seen on (B)(6) 2013. The device was not disabled, but the output current was lowered. There was no suspected manipulation to the device, but the patient did experience frequent falls. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. Full insertion of the lead connector pin into the connector block cannot be confirmed. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angles were found in the parts of the lead that were visible and could be assessed, but a suspect lead break could be seen right below the tie-down that holds the strain-relief loop. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.